Manufacturer narrative:
The report of a nonfunctional pump running symbol on the system controller was confirmed based on the evaluation of the returned system controller, serial number (B)(4). During evaluation, a compromised connection between the membrane ribbon cable and the user interface panel was revealed and as a result, the pump running symbol was not active during pump operation. After the ribbon cable was reseated and locked, all symbols on the user interface, including the pump running symbol, operated as expected. The investigation did not identify a correlation between the unseated front panel ribbon cable and the patient's symptoms. The unseated front panel ribbon cable did not affect the system controller's ability to operate the pump. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 35 days (calculated from the date when the system controller was issued to the patient). The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that while the patient was in clinic he began to have a dusky color and became diaphoretic and clammy. A blood glucose meter revealed that the patient's glucose level was 91 mg/dl. During interrogation of the system controller, it was noted that the pump running symbol was not illuminated; however, there was no alarm for the event. Auscultation of the pump was performed and the pump was heard. An emergent system controller exchange was performed with no complications, which resulted in a complete resolution of the patient's symptoms. No additional information was provided.